Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. No image was on the screen due to a damaged charge-coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high-definition autoclavable camera head presented no image when plugged into the tower. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records (DHR) for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The repair department confirmed the damage of the charge-coupled device. Therefore, it was likely the image was not displayed because no image was obtained due to a faulty charge-coupled device. The reason the charge-coupled device was damaged was unknown. As a result of DHR review, the device met standards at the time of shipment. According to the device evaluation results, the subject device had no repair history in the past year. The instrument history of the device was an electronic equipment refurbishment. The issue was replicated in the repair department. The issue was due to the damaged charge-coupled device.